Manufacturer narrative:
Concomitant medical products: other galaxy frame 6x20 (640cr0620/15679801); stryker sl-10 microcatheter (details unknown); second microcatheter(details unknown); competitor coil(details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15742244 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
The first galaxy frame 6x20 (640cr0620/15679801) was introduced into the stryker sl-10 microcatheter (details unknown) but did not advance past the proximal part of the microcatheter. The microcatheter was still in place at the target site after removing the galaxy frame coil. The galaxy frame coil delivery system did not kink or bend at any time prior to being impeded in the microcatheter. There was no damage on the galaxy device when it was removed. A second galaxy frame 6x20 (640cr0620/15742244) was advanced in its place but would not advance past the distal portion of the microcatheter. When the coil was withdrawn the coil detached in the microcatheter and the microcatheter was removed with the coil still in its lumen. This coil delivery system did not kink or bend prior to being impeded in the microcatheter. The coil did not appear to stretch prior to detaching from the delivery tube. An adequate continuous flush was maintained through the microcatheter during the procedure. The microcatheter did not kink or bend during the procedure. A second microcatheter was used and the procedure completed with a competitor¿s coil. There were no adverse events associated with this complaint. The target vessel was a branch of the superior mesenteric artery and the vessel was very tortuous.

Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex frame coil 6 x 20 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped and it was found kinked. The support coil and gripper were found outside of the introducer and no damages were noted on them. The embolic coil was not returned for evaluation. The gripper was inspected under microscope and no obstructions or damage was noted on the purge hole and gripper. The marks of the embolic coil are noted on the gripper indicating a tight fit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Due to the premature detachment of the coil and condition of the returned device functional testing for advancement into a compatible microcatheter could not be preformed. It was verified that the coil was detached from the delivery system as reported. Although a definitive conclusion cannot be made based on the analysis and without the return of the concomitant microcatheter, it is possible that procedural factors and the concomitant microcatheter may have contributed to the event. With review of the available information, analysis and device history records there is no indication of any manufacturing issues related to the event. Additionally inspections are in place to prevent these types of failures from leaving from the facility. Therefore no corrective action will be taken at this time.